Manufacturer narrative:
H10 , h3, h6: the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Per communications, no clinical documents or photos of the surgical site are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. The patient's current condition is unknown and the future impact to the patient beyond the reported event cannot be determined based on the limited information provided. Should additional medical information be provided,the clinical/medical investigation task will be re-assessed. A review of the device history records could not be conducted as no lot number was provided. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection under magnification of the wand shows extensive erosion of the screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap. The edge of the screen seems to be damaged by mechanical impact (demolition). The insulation also shows some surface scratches but it is not compromised. There are no manufacturing abnormalities visually observed with the returned wand. The device excites plasma on max/min settings on the remaining parts of the screen/ electrodes. The suction performed as intended. The complaint was not verified and a root cause could not be selected as no clinical documents or photos of the surgical site are available; additionally no information of the device set up was given. There are several factors that could contribute to the reported event such as: failure to attach the recommended suction properly can result in patient injury. Also, inadequate flow and circulation of saline could cause a patient burn and are outlined in the warning and precautionary statement in the instructions for use provided with the device there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after foot arthroscopic procedure using a reused super turbovac wand, it was found that the patient had a burn (blisters) around surgical site. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.